Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received a button error alarm, and constant tone with black circle on their insulin pump screen. It was reported that the customer's blood glucose was 168mg/dl. It was reported that the keypad is unresponsive. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned.

Manufacturer narrative:
The insulin pump had no unexpected audio/beep anomalies or icon anomalies noted during testing. The insulin pump passed self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. The insulin pump had an intermittent button response on the esc moisture damage on keypad traces noted. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, severely stained end cap sticker, stained address/serial number label and stained keypad overlay.